Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type product ID 97745 lot# serial# (B)(6) product type programmer, patient b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that when they go to charge their implanted neurostimulator (ins), they will sit for over an hour and the implant will not increase in percentage. Patient mentioned that this issue happens on frequent occasions; patient stated that they don't think this should be happening this often. Patient stated that they have resorted to taking the battery pack out of the controller and putting it back in and that seems to work, but there's something wrong with either the battery or the stimulator because that shouldn't happen. Patient also stated that other times their implant will charge very fast and other times it will not increment at all. Patient noted that last night they were charging and the implant and the implant was still at 60% an hour later, so they took the battery out and re-inserted it and the implant still stayed at 60%. Patient stated the only solution they have is to reset the battery and put the battery back in again. Agent walked the patient through an ac reset; patient confirmed the controller powered back on. Agent had the patient inspect their equipment for any damage; patient confirmed no damage to the controller port or recharger. Agent walked patient through starting a charge session; patient confirmed that both their controller and implant battery percentages are 100%. Patient was able to start recharging with excellent charging quality. Agent had the patient check their recharging speed; patient stated that their speed is set to 4. Agent asked patient if they let the controller go to sleep or keep it on to watch the progression; patient stated that they let the controller go to sleep. Patient mentioned that they always get recharging excellent and that when they charge their implant, they periodically check on the battery percentage. Agent asked the patient if this issue was an ongoing issue and patient stated that it's been an issue for a couple weeks; later on in the call when asked for an event date the patient stated that the issues started october 13th. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm). Case re-opened and assigned to agent to add secure note, send email to repair, and send email to prs. Patient called back and repeated previously documented information. Patient stated issue had not been resolved with recharger replacement and had been ongoing at least once a week if not more since october. Patient stated the will charge ins for an hour with excellent charge quality and "nothing happens." Patient stated the controller will show finished sometimes when ins is not fully charged. Patient also reported they charged for 4 hours and ins was only at 90%. Agent confirmed patient was using replacement recharger and patient reported no visible damage to recharger or controller port. Patient reported controller does charge fine to 100%. An email was sent to repair for replacement controller. Agent emailed prs to update address. Patient (pt) called back repeating issues already documented. Pt stated last night, the implant was at 70%, and an hour later, implant was still at 70%. Pt stated they reset the controller 3 times during the charge session and was finally able to charge implant to 100% after 3.5 hours. Agent asked clarifying questions - pt stated the implant "stops", meaning implant charge stays at 70% and will not increment unless they reset the controller. Agent recommended to turn stimulation off while recharging to help with charge times. Agent asked about falls or trauma - pt confirmed a recent fall. Agent offered nas #- ptstated they have already seen reps in person and checked the "wire" in their back and it looks the same as when implant was put in. Agent asked if mdt reps were made aware of the issue and pt stated they do not remember. Agent reviewed battery pack use and function. Pt also stated that this issue has been happening since being implanted. Agent reviewed if turning stimulation off while recharging does not resolve the issue to follow up with hcp since controller and recharger has been replaced. Additional information was received from a manufacturer representative (rep) regarding an external device. Caller states they met with the pt today and it was noted that pt indicated that their charge level of the implant (ins) will not advance--rep noted that pt had called pats see. Pt states that when they are charging 'it stops in the middle of charging' and only works when the li battery is taken out. Rep states they walked through charging with pt today and saw no messages/errors and immediately saw 'excellent' coupling. The rep noted the pt's date on the controller was inaccurate and they did not check the charging diary while with the pt; however, they did provide the following charge sessions (which should be from may but the date was wrong): 10-50% 2 hours jan 19th 40-100% 47 minutes jan 17th 30-80% 51 minutes jan jan 20th. It was also noted that it would say charging finished when not fully charged. Pt also noted they would charge for 4 hours and it would only charge to 90%. Agent reviewed that the pt is able to charge and is charging within what would be considered normal charging parameters. Agent reviewed that pats can replace product but it is unlikely to change the circumstances and the rep should consider education around charging (ie do not constantly check screen, where are the battery levels for ins/controller, etc..).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pt clarified that the ins was not the reason for the fall. Unsure what the actual cause was. The rep spoke with the pt and re-educated on how to charge and what could cause it to slow down the charging. The pt confirmed understanding.